Event description:
It was reported that, "opened implant and the seal was not tight...opened too easy/staff felt not sterile. Had to move up one size for the case."

Manufacturer narrative:
Method: DHR, complaint review, visual inspection. Results: device history review indicated the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review found no other reported event of this nature for this lot number. Visual inspection shows an area of slight spotting in the seal, but overall there was good seal transfer. Conclusion: the exact cause of the event could not be determined, however, the investigation concluded that there was an adequate seal based on material transfer observed.